Event description:
Error 2 code showed up mid-case. Unable to use ball point for cautery had to suture to control bleed at leep site. Patient doing well post leep. Unit was poorly packed w/box barely big enough to hold it without packing. See pictures. Replaces leaking diaphragm and pcb components causing er2. Could not fully straighten out housing dented in shipping. Box not enough packing material. Repair order (B)(4). Leep system 1000 esu gen 52969 e-complaint- (B)(4).

Manufacturer narrative:
Coopersurgical, inc. Is currently investigating the reported condition.

Manufacturer narrative:
Investigation: inspect returned samples: analysis and findings: complaint (B)(4). Distribution history: this complaint unit was manufactured at csi on 01/18/2011 under wo # (B)(4) and shipped on 03/01/2011. Manufacturing record review: a review of the device history record could not be located at the time of this investigation. However, it should be noted at the time of manufacture records from each lot are thoroughly reviewed. Should the device history record be located going forward this complaint will be amended accordingly. Incoming inspection review: not applicable. Service history record: no additional service history records found for this unit. Historical complaint review: a review of the 2-year complaint history showed similar reported complaint condition. Product receipt: the complaint unit was returned on a repair. Visual evaluation: visual examination of the complaint unit revealed physical damage. Functional evaluation: complaint unit was functionally evaluated and found not to function properly. Root cause: service and repair confirmed the "error 2 " code, which is directly related with capacitor and fuse damage. After replacing fuse 1, capacitor 16 and 17 were also replaced. The capacitors had been updated by alsa. Service and repair will replace the capacitors if the previous versions are found on the unit. The root cause for the complaint is not readily available. The potential root cause is normal wear and tear over time. Corrective actions: correction and/or corrective action: the unit was repaired and tested to specifications and was returned to the customer. Coopersurgical will continue to monitor this complaint condition for trends. No further corrective action is required. The diaphragm was changed out due to a previous finding where the material degraded to the point where it no longer functioned as intended and prevents activation of a unit. This unit's diaphragm was in working order. However, the corrective action for this issue requires returned units be updated to the new material and was applicable on this unit. Sustaining engineering has successfully tested a replacement material made of silicone for use in repairs going forward, eng-test-10341-r. The IFU was also updated to add a safety check via ecn-20444. A service bulletin was issued to existing customers informing them to check for this issue and return the unit if needed. All product in fg and sk, as applicable, were reworked to replace the previous versions of the dfus on all applicable products. The repaired unit will have been repaired with this new silicone material. Correction activity 2016. No further training required. *was the complaint confirmed? Yes.

Event description:
Error 2 code showed up mid-case. Unable to use ball point for cautery - had to suture to control bleed at leep site. Patient doing well post leep. Unit was poorly packed w/box barely big enough to hold it without packing. Replaced leaking diaphragm and pcb components causing er2. Could not fully straighten out housing dented in shipping. Box not enough packing material. Repair order (B)(4).